Event description:
It was reported that during an infusion, the pump did not alarm "air-in-line" in time, allowing 6 inches of air through the line (medication, programmed amount and delivery rare unknown). It was also reported that there was no patient injury. The customer also stated that the device was tested and performed as expected.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Air detection test was performed per sigma preventive maintenance procedure with unit passing. The device also passed additional air detection tests. Review of the device history log shows that on the day of the reported event, the pump alarmed for 'air-in-line" 9 times.